Manufacturer narrative:
Report was confirmed by evaluation. The footed portion of the attachment was cut by tool contact. No mfg abnormalities were identified on evaluation. The user manual states "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff."

Event description:
It was reported that the footed portion of the attachment was found to be broken following completion of cutting. It was reported that there was no pt impact. On follow-up, it was reported that the hospital staff noted that the tool contacted the foot prior to use.